Event description:
Patient experienced symptoms of low blood surgar upon awakening. At 7:30am a reading of 90mg/dl was received with the freestyle meter. At 7:41 a reading of 45mg/dl was received. Apple juice was administered between readings. Following the last reading of 45mg/dlm, chocolate was given to the patient. Patient was able to function normally thereafter.